Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lite glove. The customer reports split light handle cover

Manufacturer narrative:
Submit date: 12/12/2016. Updated based on additional information received from the customer.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with a lite glove. The customer reports split light handle cover. No patients involved. Issues were discovered during set up. It is unknown if the lite gloves were too tight when being placed. A new glove was placed when issue was noticed. Lot number is unknown because the components are not lot tracked.